Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed glucose readings in the dexcom application but not on the ilet and had not manually entered the dexcom g7 continuous glucose monitor (cgm) pairing code, resulting in failure to pair the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and education to verify and enter the correct g7 sensor code and to initiate pairing with the correct sensor type. Investigation of this case revealed user setup error related to incorrect or missing pairing code entry, with device performance restored after guided pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error.